Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the severely calcified vein. A 10mmx2.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured. The device was removed using the normal method without any problem and the procedure was completed with a different device. The patient was in good condition post procedure.

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the severely calcified vein. A 10mmx2.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured. The device was removed using the normal method without any problem and the procedure was completed with a different device. The patient was in good condition post procedure.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for product analysis. A visual examination identified that the balloon was returned in a deflated state. Solidified blood and media were visible inside the balloon material. The device was placed in the water bath in order to allow the media to soften. The device was then removed from the water bath and was attached to an encore inflation unit and positive pressure was applied in an attempt to inflate the balloon. Liquid was observed to be leaking from a dual balloon pinhole located at 0.5mm proximal to the distal marker band. An examination of the balloon material and marker bands identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 12 atmospheres as per wolverine IFU. All blades were intact within their pads and fully bonded to the balloon material. A visual and tactile examination of the hypotube found multiple kinks along the length of the hypotube shaft. A visual and tactile examination of the shaft polymer extrusion identified no issues. The marker bands and tip and of the device were visually and microscopically examined, and no issues were noted with the device that may have potentially contributed to the complaint incident. No other issues noted with this device.